Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was attempted to be used as an accessory device in the endovascular treatment of an unknown diameter aortic aneurysm. During the procedure, it was reported there was a bubble observed within the tube of the flush port. The device was replaced and the procedure was completed. As per the physician the cause of the event was possibly due to a leak within the device. No clinical sequalae were reported and the patient is fine